Manufacturer narrative:
Evaluation summary: since the devices were not returned for evaluation, their conditions are unknown. No information regarding the mating shell was provided. No x-rays or surgical notes were received. Instrumentation used during the initial and revision surgeries is unknown. It is unknown if the stem was implanted with the correct fit and orientation as per the surgical technique. Patient factors such as height, weight, sex, age, activity level, and type of activity (low impact vs. High impact) are not known. Based on the above mentioned information and observations, loosening of the versys cemented pre-coat stem could be due to one or a combination of the following reasons: insufficient cement mantle; lack of cement mantle uniformity; lack of proper cement pressurization; stem was implanted in rotational mal-alignment or excessively varus/valgus; patient factors such as height/weight, sex, age, activity level, and compliance with rehabilitation protocol. However, no definitive root cause analysis can be completed at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to loosening and osteolysis seen on x-ray. Upon exposure, the stem was easily removed.